Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During an angioplasty procedure of a shunt anastomosis, the balloon ruptured at 10 atmospheres (atms) during its second inflation with an indeflator. The patient is a female. The vessel had no calcification and tortuousity and unknown % stenosis. The product was properly inspected and prepped prior to use. There is no information, as to if there was any difficulty accessing the lesion with a guidewire or crossing the lesion with a balloon. The balloon was inflated to 8 atms during its first inflation. After the balloon ruptured during the second inflation, it was safely removed from the patient and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.